Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The svd in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. However, the root cause of this event cannot be conclusively determined with the available information. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards bioprosthetic valve, implanted in the mitral position, underwent a valve-in-valve procedure due degeneration of her valve. The surgical valve was implanted for approximately (B)(6). A tmvr was performed with an edwards transcatheter valve.